Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had crack in case. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.